Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A system checkout was not required as resolution of the issue was confirmed at the time of the event. UDI and manufacture date not available for this instrument at time of filing.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system was seeing an error when trying to "get configurations" on the admin screen. When trying to refresh the wifi configurations, an error related to pinging the end point occurred. Rebooting the system, the message "camera cart not connected" appeared. Upon another reboot, the self test showed that the system showed connection lost with the uninterruptible power supply (ups) and the network settings showed different than his other newly installed navigation system. No patient present.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: serial number provided.

Manufacturer narrative:
Additional information: while a system checkout was not required since resolution of the issue was confirmed at the time of the event, it was confirmed that the issue was due to the power cable being found disconnected. Once reconnected, the system functioned normally. If information is provided in the future, a supplemental report will be issued.